Event description:
It was reported the patient went to the emergency room due to swelling at her scs ipg site a few days after her revision surgery on (B)(6) 2014 (reference MFR report #1627487-2014-08472). It was determined the patient had an infection at her ipg site and was prescribed IV antibiotics. The patient will continue being monitored by her physician.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient's scs system was explanted and replaced on (B)(6) 2015. It was noted the patient's infection has not cleared. The patient continues to take antibiotics and be monitored by her infectious disease doctor.